Event description:
It was reported that syringe 50ml CT contained foreign matter. The following information was provided by the initial reporter: "I am contacting you to report a quality incident on a single-use, sterile 50 ml bd plastipaktm syringe. Reference 300867 lot number: 2004283 dlu (B)(6). An external element (mosquito) was discovered in the blister (sterile primary packaging), see attached photos. As a result, this device was returned from the health care service (emergency) to the pharmacy of the hospital center, and not used. The blister hasn¿t been opened. Is there a specific procedure for this type of incident, is there a procedure to return the device?".

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, an insect is observed in the sealing cord of the blister pack. A device history was performed and found no non-conformances related to the reported issue during production of batch 2004283. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The manufacturing plant is disinfected monthly by certified services. Inspection records were reviewed during the timeframe lot 2004283 was manufactured from march 2020 through april 2020 and found all cleaning and maintenance was performed according to procedure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that syringe 50 ml CT contained foreign matter. The following information was provided by the initial reporter: "I am contacting you to report a quality incident on a single-use, sterile 50 ml bd plastipak tm syringe. Reference: 300867 lot number: 2004283 dlu 31/03/2025. An external element (mosquito) was discovered in the blister (sterile primary packaging), see attached photos. As a result, this device was returned from the health care service (emergency) to the pharmacy of the hospital center, and not used. The blister hasn¿t been opened. Is there a specific procedure for this type of incident, is there a procedure to return the device?"